Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of 503 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids and insulin. At the time of the report with tandem technical support, the customer was still admitted to the hospital. Multiple attempts were made to follow up with the customer; however, a response was not received.